Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 1017574 was provided by the initial reporter. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gp series infusion set experienced ruptured tubing, leakage, and air bubbles/air in line. The following information was provided by the initial reporter: patient has an antibiotic infusion via an inf.pump. When starting the infusion the nurse discovers a hole in the tubing just below the free flow clamp. This leads to leakage and air in line.

Manufacturer narrative:
After further review MFR#: 9616066-2021-50232 is not reportable. Catalog#60593 is exempt from us FDA reporting requirements. As a result MFR#: 9616066-2021-50232 is null and void.

Event description:
It was reported that the gp series infusion set experienced ruptured tubing, leakage, and air bubbles/air in line. The following information was provided by the initial reporter: patient has an antibiotic infusion via an inf.pump. When starting the infusion the nurse discovers a hole in the tubing just below the free flow clamp. This leads to leakage and air in line.